Manufacturer narrative:
A visual inspection was performed on the returned guide wire which identified identified the core and polymer coating were separated 1.5cm distal from the proximal end of the polymer coating. There was no break as reported. The separated portion of the core, polymer coating, and including the coils were not returned. Although a break was unable to be confirmed, it is likely that the break reported was the noted separation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the break/separation appears to be related to case circumstances of the procedure. It is likely that that during advancement and/or the procedure the guide wire likely kinked ultimately resulting in the reported/noted break/separation. The fractured faces at the break/separation appeared slightly bend and jagged as if kinked prior to separation. Additionally, it is unknown if any pieces of the device remain in the patient. There is no indication of a product quality issue with respect to manufacture, design, or labeling.b1: adverse event added. B2: 'na' removed and 'other serious' added. H1: 'malfunction' changed to 'serious injury'. H6: health effect clinical code 4582 and health effect impact code 2199 were removed and health effect clinical code 2687 added.

Event description:
User facility medwatch report received states " micro-catheter fractured while in use on patient. FDA safety report ID (B)(4)." Subsequently, to the initial report being filed the device analysis identified the core and polymer coating were separated 1.5cm distal from the proximal end of the polymer coating. There was no break as reported. The separated portion of the core, polymer coating, and including the coils were not returned; therefore, it is unknown if any pieces of the device remain in the patient. No additional information was provided.

Event description:
User facility medwatch report received states that " micro-catheter fractured while in use on patient. FDA safety report ID (B)(4)." No additional information was provided.

Manufacturer narrative:
Attachment: medwatch report# mw5104676. It is unknown if the device is returning for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.